Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device. Log file analysis revealed that the controller was in use for more than two (2) years. As a result, the reported controller end of life event was confirmed. Failure analysis of the returned device revealed that the controller passed functional testing. Visual inspection revealed contamination within both power ports likely due to handling of the device. Additionally, visual inspection of under 10x magnification revealed hairline cracks around both power ports. An internal inspection did not reveal evidence of fluid ingress. These are additional findings not related to the reported event. Based on an investigation conducted under CAPA (B)(4), the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, the controller falls within the bounds of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
A controller was returned to the manufacturer and subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.